Manufacturer narrative:
After the initial report, it was determined that the lot number for the neck was incorrect. Updated lot number in the device section.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to corrosion of the oblong taper of the profemur® cocr modular neck. (Left)